Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards, ¿risk of balloon burst in a calcified aortic annulus¿. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it is likely that the balloon burst because of the heavily calcified sinotubular junction (stj) during inflation. In addition, the patient also had a severely calcified annulus which could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical tavr procedure, the sapien valve was deployed during rapid pacing, but at the end of inflation the delivery system balloon ruptured. However, the valve was positioned in good location with trace to zero pv leak. The delivery system was removed without issues. It was perceived that the balloon burst due to the heavily calcified stj. The balloon ruptured on the stj which measured 19mm x 20mm. The patient¿s native annulus was severely calcified with moderate native leaflet calcification and moderate aortic root calcification.